Event description:
There was a memory error 6 message on prismaflex machine. The gambro filter was interrupting therapy. The blood was returned and new filter obtained. Therapy was resumed. The patient experienced an acute drop in blood pressure with reinitiation of therapy.

Event description:
There was a memory error 6 message on prismaflex machine. The gambro filter was interrupting therapy. The blood was returned and new filter obtained. Therapy was resumed. The patient experienced an acute drop in blood pressure with reinitiation of therapy.